Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): the consumer reported that the controller had a no device found message and showed screen 16 when she had the controller right on her stomach. The patient stated it happened every time she was trying to adjust the stimulation and she had to move the controller right next to her battery to do anything which was annoying and resolved the issue. The patient confirmed that the implant was located on the left side of her back and confirmed when she usually tried to connect with the implant she had the controller in front of her abdomen. It was reviewed to move the controller closer to the implant. The patient noted that it was inconvenient because she had to get in a position that hurt her back just to be able to adjust it. The patient moved the controller to the side and after trying two or three times it connected and it hurt. The patient mentioned that if she moved the controller to the side more towards the implant it was able to find the implant right away and that the hurting was part of the reason she had the stimulator. The patient explained she also wanted to get target mystim on her controller and the feature was not put on her controller after programming. The indication for use was spinal pain. (B)(4): no new information provided. (B)(4) additional information was received from the patient who reported their ins was tilted outward in the pocket since implanted. The patient was advised to move controller closer to the ins, and assure hand is not covering top of controller. No further complications reported at this time.